Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the checking the subject device at the user facility, it was found that there was foreign green material on the distal end of the subject device. The subject device had been reprocessed two days before. Next day the user reprocessed again and checked the subject device, it was found that a transparent and highly viscous material came out from the distal end of the subject device. The subject device had not been used for any procedure after the prior reprocessing. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc conducted component analysis of foreign material, but could not determined the component because the amount of foreign material was very small. Furthermore, omsc found the air leakage from the instrument channel, but the causal relationship with foreign material is unknown. The exact cause of the reported event could not be conclusively determined.